Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned along with the incompletely opened poly foil pouch. Visual inspection revealed that the device cap was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing location. A kink was identified at the proximal portion of the manufactured slit in the carrier tube. Blood like substance was found on the collagen. There was no damage noted to the bypass tube. No other visual anomalies were noted with the device. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.0803''. All measurements were found to be within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the attempts at device insertion using the hub instead of the tip led to the kink which precluded further insertion. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that it was not possible to insert the angio-seal carrier system into the angio-seal sheath system. After trying for a while another angio-seal was opened. From the second angio-seal only the foil pouch was opened, and the new carrier system was used with the angio-seal sheath system from the first angio-seal which was still in place. Hemostasis was achieved without any problems. The first angio-seal sheath system with its hemostatic valve was in place, therefore, the incident had no influence on the patient. The patient was in stable condition and there were no patient consequences. The procedure performed was a percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved with the second angio-seal. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. A second angio-seal carrier system was used with the first angio-seal sheath system which was inside the patient already. A pre-deployment angiogram was performed. This was a right femoral artery puncture. Multiple sticks were not performed. Procedure was not a high stick access the patient did not receive a blood transfusion. The posterior wall was not punctured.